Event description:
A surgeon reported that during a procedure a system message displayed on the console. In attempt to troubleshoot, the system was rebooted and the cassette was exchanged, however, the issue persisted. The case was completed using an alternate system following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).